Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 3 years post index procedure for an unknown reason where physician observed a type ia endoleak. There are currently no plans for re-intervention. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the endoleak type ia. Additionally there was evidence to reasonably support the following observations; left limb ischemia with claudication, coil procedure via brachial access, end to end brachial anastomosis, right to left fem-fem bypass, right external iliac artery resection, discharged post-operative day eight to a skilled nursing facility. Devices were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).